Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with n180 (distal occlusion non-delivery), n186 (distal occlusion delivery), and n250 (door open while pumping) alarm conditions. These do not indicate reportable malfunction. However, during verification testing at the service center, it was noted that the device regulator closer was not seated in the proper position and the device had a broken regulator opener.